Event description:
It was reported that during implant the implanter decided the atrial lead was too short for the patient. The lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.